Event description:
After the stapler had fired several times, it was loaded, it would not fit down the trocar at first. Staff finally got it to go down another trocar. Once it was reloaded, it would not do what it was supposed to do. It kept popping and the reload just didn't seem to fit in the gun correctly.